Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that eight days post implant an infection occurred and the implantable cardioverter defibrillator (ICD) system was explanted. Cultures were taken and antibiotic treatment was necessary for the patient. It was noted that the system will be replaced in the future. No further patient complications have been reported as a result of this event.